Event description:
It was reported by customer biomed, while in use the v60 displayed e/c 110d proximal pressure sensor failure. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H11: the rse (remote service engineer) recommended to the customer that the device should be run in ventilation mode for a few seconds to reset the sensor and then perform a preventative maintenance test (pvt) as a preventative measure before parts replacement. If the pvt did not resolve the issue, then the rse recommended replacing the data acquisition (da) printed circuit board assembly (pcba). H10: multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of the part replacement, and confirmation of resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.